Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 was cutting faster than usual and the power supply was audibly beeping faster than the normal cadence. Minimal bleeding was experienced. The same device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).